Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting with the customer, the tsc specialist discovered that the wash probes alignments required adjustment. The wash probes were realigned and sample probe 1 and reagent probe 1 were replaced and aligned. During follow-up with the customer, the customer had not had any additional discordant results. The cause of the discordant troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s). The patient was redrawn at a later time for another troponin test, which resulted lower than the previous sample had. Upon receiving the result from the second sample, the physician(s) questioned the result from the first sample. The laboratory repeated the first sample on the same instrument and it resulted lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.